Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary set had a no flow issue. The device did not infuse. Voriconazole was being administered at 150ml/hr, 525 pressure limit. This was observed after the expected completion of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Simulated therapy was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.